Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during patient transfer following IV catheter placement, the connector at the end of the catheter disconnected from the extension tube. The patient sustained no injury. A new IV catheter was replaced.

Manufacturer narrative:
1. DHR/bhr review(lot#5076368): 1)the products of this batch were assembled at intima ii auto line 3 in mar, 2025, and packaged at r240 & cfs package line in mar, 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products is 5010813, review the raw material inspection records, no abnormalities. 2. 3 photos were provided for this complaint, but there was no actual sample provided. The photos show that the extension tubing is separated from the pp connector, pp connector not found. The extension tubing has no obvious deformation, and the fracture surface of the extension tubing seems to be flat. 3. The retained sample of this batch is taken to test the pull strength between the extension tubing and the pp connector and 45psi leakage test, and the test results are all within the product specifications. 4. Analysis of possible causes: 1)no leakage occurred in the process of exhaust, puncture, infusion, flushing and sealing, indicating that the extension tubing was not damaged in the production process. 2)no obvious deformation is found in the extension tubing, indicating that the extension tube was not broken by pull of external force. 3)the fracture surface of the extension tubing seems to be flat, which indicates that the extension tubing may be fractured by sharp instruments. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The general state of the fracture of the extension tubing is identified through the returned photo. As no defective sample is received, further inspection and analysis cannot be carried out, so the root cause of the fracture of the extension tubing cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.